Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that for the subject device. The pressure control valve does not work and proper pressure is not maintained. The issue occurred, during preparation for use. For an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information was added to the following fields: h3, h4, h6. The device was returned to olympus for inspection, and the customer's complaint of the pressure control valve does not work was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device olympus will continue to monitor field performance for this device.